Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
It was reported that during procedure a fusion graft used for an axillofemoral bypass procedure created a subcutaneous tunnel. The customer pulled out the graft from the axilla to the abdomen area by the cotton swab forceps, the support coil on the graft came off at the side being pulled and in the middle. The graft was implanted and the surgery was finished with no adverse event. According to the surgeon, the subcutaneous tunnel was relatively narrow and some stress might have been added to the graft/support coil when pulling out. However, the surgeon examined the graft before use, or even more, he actually tried to remove the coil from the demo sample to see the strength of the adhesion of the coil and he had an impression of poor/weak adhesion of the support coil.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed. There were no non-conformities observed with the device lot. The lot passed all the tests and the results were within specification. The device lot met the bead peeled strength test criteria. There were no non-conformities observed.

Event description:
It was reported that during procedure a fusion graft used for an axillofemoral bypass procedure created a subcutaneous tunnel. The customer pulled out the graft from the axilla to the abdomen area by the cotton swab forceps, the support coil on the graft came off at the side being pulled and in the middle. The graft was implanted and the surgery was finished with no adverse event. According to the surgeon, the subcutaneous tunnel was relatively narrow and some stress might have been added to the graft/support coil when pulling out. However, the surgeon examined the graft before use, or even more, he actually tried to remove the coil from the demo sample to see the strength of the adhesion of the coil and he had an impression of poor/weak adhesion of the support coil.